Event description:
Pt had initial surgery in 2007 to correct a deformity. Multiple pedicle subtraction osteotomies were performed, and the pt was instrumented from t-llium with xia ii posterior pedicle screw system and vitallium rods. Pt heard a pop in her back, when she bent over. Pt follow-up revealed vitallium rods broke bilaterally at l3. Pt also had some lordosis. Revision was required. Doctor removed rods distal to the break, replaced and connected new vitallium rods to the original construct. Post op films for primary and revision will be sent to stryker spine.

Manufacturer narrative:
Investigation has been initiated. Any additional info will be filed as a supplement report.